Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's sister reported that on (B)(6) 2016 at 6:00 pm customer received a "hi" message (a reading greater than 500 mg/dl) on his adc blood glucose meter. Customer self-administered 10 units of insulin in response to the reading, but subsequently began to experience "shaking" and then became "unresponsive". Paramedics were called and upon arrival received a reading of 20 mg/dl. Customer was treated on the scene with oral glucose, in addition to an unspecified intravenous infusion. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product's were returned and investigated. The complaint is not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.